Manufacturer narrative:
Complaint no: (B)(4). This is a report of use error, where the patient stepped on the patient line causing the transfer set to separate from the titanium adapter. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set separated from the titanium adapter during peritoneal dialysis therapy. The patient stepped on the patient line and the transfer set separated from the titanium adapter. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.